Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-sep-19. It was reported that the implanting physician had added the case on for (B)(6) 2017. It was noted that the manufacturer representative wasn't present at the refill but would have more information on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding an unknown patient who was receiving unknown drug via intrathecal drug delivery pump for unknown use. It was reported that a septum was unable to be located during a refill. The rep stated that during a pump refill on the day of this report they were unable to access the reservoir refill port and suspected that the pump was flipped. It was reported that an anteroposterior position x-ray was done of the pump and the doctor wanted to confirm the pump was flipped. The rep sent an x-ray of the pump to technical services and it was determined that the pump was flipped. Rep said they would confer with the doctor. It was reported that the template was being used and appropriate refill kit/needle was used. The rep stated this was the first time the patient was getting a pump refill. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Additional review determined that the reported information pertaining to manufacturer's report #3004209178-2017-19871 [flipped pump] was previously reported.   Additional information regarding that event will be reported under this manufacturing number 3007566237-2017-03947 [flipped pump]. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving lioresal, concentration, 500 mcg/ml, dose and frequency 199.88 mcg/day via intrathecal drug delivery pump for intractable spasticity and stroke. It was reported that the pump was confirmed to be flipped. Intervention had not been completed. They were doing surgery to flip the pump back and were going to put in a mesh pouch. They only had gablofen (500 mcg/ml, 199.88 mcg/day) to refill the pump. The technical service specialist reviewed that a bridge bolus would not be necessary if they were not changing the flow rate of the pump. No symptoms were reported. No further complications were reported. Additional information was received from a manufacturer representative on 2017-sep-28. It was reported that the hcp did do a procedure. It was stated that the pump was flipped and the hcp revised the pocket using a mesh pouch. The reason for flipping was unknown per the manufacturer representative. No further complications were reported or anticipated.